Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm and a weak battery test alarm after the battery was replaced. Customer's blood glucose was 57 mg/dl. Device had a blank display, kept shutting off. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.